Manufacturer narrative:
H4: the lot was manufactured between march 1-5, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fluid did not flow through a large volume infusor. This was observed during patient infusion. The device contained ropivacaine. There was no report of patient injury or medical intervention associated with this event. No additional information is available.